Event description:
The customer provided feedback indicated that due to a delay in delivery of monitoring equipment, a patient death occurred. The customer was unable to perform monitoring. There was no product malfunction. The reported issue was a delay in delivery of monitoring equipment (m3001a multi-measurement servers), which prevented use of the intellivue patient monitors. Per philips field personnel, the customer accepted the incomplete equipment installation.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.